Event description:
National complaint coordinator (ncc) for baxter japan reported an alleged overinfusion observed on one infusor device during patient infusion through an epidural injection. The device was not used prior to the incident. It was filled with 60ml of morphine hydrochloride and an unknown diluent. The expected duration of the infusion was 120 hours (5 days). The device was alleged to have delivered 60ml of the drug in 72 hours. There were no reports of injury or medical intervention related to the reported condition.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 03 2007. Evaluation summary: one used unit was received containing no solution. Upon receipt, the unit was visually examined for signs of abnormality; however, none were found. The imprint on the flow restrictor was noted to be correct. Per procedure, a flow test was subsequently performed on the unit for 19.2 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced from the unit : calc. Norml. Spec. Range basal 0.4831 0.4951 0.4375-0.5625 bolus 1.87 1.91 1.75-2.25 the flow rate was found to be within the specificatin range. Therefore, based on the evaluation findings, the device performed as expected. A review of all records related to the manufacture of lot 05m025 was requested, and will be provided in a follow-up report. The manufacturing facility has been made aware of this report through baxter's complaint handing system. The manufacturing facility will continue to monitor similar incidents for possible trends.

Manufacturer narrative:
A review of all records related to the manufacture of lot 05m025 has been conducted, which revealed no evidence of defects related to the reported condition during inspection, testing and manufacturing of the product lot.